Event description:
It was reported that during the attempt to implant the implantable pacing lead (ipl) the tip of the lead could not extend nor make good contact. The ipl was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)